Event description:
Pt scheduled for loop electrocoagulation excision procedure (leep), laparoscopy tubal ligation. When surgeon inserted trocar into abdomen, it perforated small bowel. Pt required repair small bowel mesenteric perforation.